Event description:
The pt was admitted for a procedure in 2008 with a 90% lesion in the mid left anterior descending (lad) branch. It was noted that the vessel was tortuous and angulated. The lesion was pre-dilated with a 2.5mm balloon; however, a 3.0 x 23mm cypher select stent could not cross the lesion. Then, the physician used a 3.0mm balloon to pre-dilate, but the stent still could not cross. While withdrawing the product, the shaft kinked and then broke, near 15cm from the proximal end (out of the body). The pt was kept on drug treatment and the procedure was not conducted. There was no reported pt injury.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.